Manufacturer narrative:
H4: device manufacture date: the lot was produced in july 2022. H10: the device was received for evaluation. Visual inspection observed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber detached from the tubing of a continu-flo solution set . This was noticed when opening the equipment package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.